Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition./service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported 'system error 345' which was reproduced. Evaluation inspected the device and found the upstream and downstream thermistors within tolerable range. A review of the event history log identified 'system error 345'. The reported condition was verified. The cause was determined to be environmental causes. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.